Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device, or a picture of the alleged defect, was not provided at the time of this report. The device history record (DHR) was reviewed, and no issues or discrepancies were found which could potentially be related to this complaint. The DHR shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation to confirm the alleged defect and determine the source, it is necessary to evaluate the sample involved in this complaint. If the sample becomes available, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device does not "spray". Alleged issue detected during use. There was no report of patient harm.